Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose, failed battery test alarms, and the device shooting off and on. The customer states their blood glucose level has been over 300mg/dl and 400mg/dl. The customer states that after the device shuts off and back on, the failed battery test alarm comes up. The customer's blood glucose level at the time of incident was 261mg/dl. Troubleshooting was conducted. The customer was advised to insert new recommended battery. The new battery corrected the blank display and battery alarm. The customer is being sent out a replacement battery cap.